Event description:
The customer called and reported that the customer's insulin pump had alarmed with a no delivery alarm during priming. Customer's blood glucose was not known. Fixed prime test with a plunger was not passed. The customer connected a set with a new reservoir from a different package. The original reservoir may have been occluded. The customer will not be returning the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.